Event description:
Baxter (B)(4) received a report that an infusor leaked from the "upper port/vent" after filling. The device was filled with a solution of saline. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). Additional narrative: baxter received one sample containing 180 ml of fluid in the reservoir. The reported condition of a leak was confirmed. Visual examination of the device noted a leak (backflow) at the fill port when the fill port cap was removed. Subsequent visual examination of the disassembled unit revealed the root cause of the leak was a red coil cap shaving trapped between the check band and the stress member. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Per review of the batch records, no nonconformance report was documented for this lot. All release criteria were met for the build of the lot.

Manufacturer narrative:
(B)(4).